Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was physical damage to the shell on the arctic sun device. Users complained that it ¿was not working¿. When mss asked for further clarification, they were unable to provide with any technical details and stated that they would like to send the device in for assessment. Per sample evaluation results received on 26-may-2022, the arctic sun device was primed to fill. A failed mixing pump was causing the device to not cool and a failed circulation pump causing the device to have low flow and autofill failure. The root cause for the device not working was determined to be a failed control panel. The control panel would not boot properly. The root cause for the cracked shell could not be determined. It would take a great force to crack the shell in the area that was damaged. Both manifold o-rings, drain valves, five tank seals found cracked during repairs, the double bend tube to the manifold and the chiller evaporator outlet tube due to deformation. A shock sensor was applied to the lower bracket and loctite to all casters.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was physical damage to the shell on the arctic sun device. Users complained that it ¿was not working¿. When mss asked for further clarification, they were unable to provide with any technical details and stated that they would like to send the device in for assessment. Per follow up information received on (B)(6) 2022, the device was not being used on a patient during reported event, and it was unknown how the shell was damaged or had any further details on device not working. The device was coming in for repair. Per sample evaluation results received on (B)(6) 2022, the arctic sun device was primed to fill. A failed mixing pump was causing the device to not cool and a failed circulation pump causing the device to have low flow and autofill failure. The root cause for the device not working was determined to be a failed control panel. The control panel would not boot properly. The root cause for the cracked shell could not be determined. It would take a great force to crack the shell in the area that was damaged. Both manifold o-rings, drain valves, five tank seals found cracked during repairs, the double bend tube to the manifold and the chiller evaporator outlet tube due to deformation. A shock sensor was applied to the lower bracket and loctite to all casters.